Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for plastic stent placement on (B)(6) 2012. According to the complainant, while the physician was removing the guidewire from the hepatic duct, the outer sheath as well as the tip of the wire detached and fell into the patient. The physician attempted to remove the fragment using trapezoid basket however was unsuccessful. The stent was successfully placed. There were no patient complications as a result of this event. The patient was reported to have elevated bilirubin and lft's post procedure.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient was around (B)(6). The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) - the reported event of guidewire tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.